Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy, was provided replacement pump, and was instructed to place malfunctioning pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid shipping label, which customer understood and acknowledged.